Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms within 24 hours after changing the infusion set site. The customer's blood glucose (bg) level was 200-300 mg/dl and insulin pens were used to address the bg level. Reportedly, the customer had been using apidra insulin. Tandem technical support informed the customer that apidra was not labeled for use with the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.